Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the host pc did not start up and had malfunctioned. The fse ordered and replaced the host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, host pc would not boot up. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.